Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, curved opening. A leak test was perform and was found one opening. A microscopic analysis identified: a linear smooth opening on posterior side in the same location of crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a smooth crease opening assessed as fold flaw opening.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.